Event description:
It was reported that a cartridge alarm occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.